Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 136 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The device was received with an unresponsive buttons due to corroded keypad traces. We were unable to perform functional test due to unresponsive buttons. No critical pump error alarm noted during testing. The device was received with missing display window cover, minor scratched lcd window, faded serial number label, cracked case, cracked case, cracked battery tube threads and cracked retainer. No moisture damage on electronic assembly or motor assembly noted during visual inspection.